Manufacturer narrative:
H10: h3, h6: the reported devices was received for evaluation. A visual inspection revealed the devices were each returned in original packaging with the batch number of the complaint on the label. Device one's t1, t2, and suture were returned on the needle. The t1 is sitting on the dimple. The variable depth straw has been trimmed. Bio debris is present. Device two's t1, t2, and suture were returned on the needle. The t1 is in front of the dimple and the t2 is immediately behind it. The variable depth straw has been trimmed. Bio debris is present. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the t2 implant of two (2) ultra fast-fix couldn't be deployed. The t1 implant was removed using tweezers. The procedure was completed with a smith and nephew back up device. There was a delay of less than 30 minutes and no further complications were reported.